Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment and the outcome of the peritonitis was not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Follow up MDR needed to include updated event details. The cause of the peritonitis was unknown. The peritonitis was manifested by feeling unwell and vomiting. Three days after onset, the patient was diagnosed with peritonitis. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics added to the dianeal solution (doses, frequencies, duration and routes were not reported). At the time of this report, dianeal therapy was ongoing. No additional information is available. Dianeal pd4, 1.36%.